Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported failure to advance, detachment of device component and entrapment and appear to be related to circumstances of the procedure. Manipulation and/or interaction with the anatomy and/or other devices resulted in the reported tip detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. On (B)(6) 2017 ip stay for unstable angina; cardiac cath done. On (B)(6) 2017 starts cardiac rehab. On (B)(6) 2017 random cardiac cath case review reveals wire in aorta. On (B)(6) 2017 abo/chest CT scan. On (B)(6) 2017 surgery to remove retained coronary guidewire. Ptcnstent of rca: heparin for anticoagulation. After act 250, 6f 3drc with sh, was advanced and ostium was engaged. Bmw wire was advanced but significant resistent following mid segment and unable to position wire freely hence wire was withdrawn. Next, angiogram showed flow in rca with thrombus. Whisper wire was advanced and with mild difficult advanced to distal rca, wire position confirmed. Next, 2 x 8 balloon was advanced and predilation was performed with timi3 flow. Inflations were performed at 16 and 20 atm for 45 sec. Next, 3 x 8 balloon was advanced and inflations were performed at 16 atm for 60 sec. Following angiography with tim I 3 flow and distal embolization of thrombus in smaller pda. At this time, patient was pain free. Mid rca with 40 to 50 percent irregularity. Next 3.5 x 12 synergy des was advanced and positioned across the lesion and to cover the ostium of rca. After confirming position, stent was deployed at 16atm for 45 sec. Stent balloon was partially withdrawn into aorta and inflations were performed at 20 atm for 20 sec. Guide was also advanced easily over balloon in proximal portion of stent. Angiography showed tim I 3 flow and distal pda with embolization of thrombus. Whisper wire was repositioned in mid/ to distal pda but due to small caliber vessel no ptca was performed and pt was asymptomatic. Next, 4 x 8 nc balloon was advanced and post dilation were performed at 12 atm at ostium and proximal segment of stent. Final angiography showed timi 3 flow. Mid rca with 40 to 50 percent irreg. Diatal pda with thrombus embolization. Patient was hemodynamically stable and without chest pain. Closing act 254. Integrilin bolus was given and also brilinta 180 mg in cath lab. Right groin closed using angioseal device. Patient was transferred to ICU in stable condition. Conclusion: stem!, inferior; 100 percent occlusion or proximal rca with thrombus, s/p3.5 x 12 synergy des. Timi3 flow; mid rca with 40 to 50 percent irregularity. Distal pdn plv with evidence of embolization; left main, lad, circumflex with no significant obstructive lesion; lvedp- 9mmhg. No significant gradient across aortic valve. Will admit pt to ICU. Cont IV fluids. Cont asnbrilinta. Start low dose betablocker and ace; monitor h/h and creatine. Will check echo as well as flp. Start lipitor. Follow serial trops and ckmb. Cont telemetry. I have discussed above finding with pt and her family. Summary of user facility notes based on additional clarification received: it was reported that the procedure was to treat a heavily calcified, moderately tortuous proximal right coronary artery (rca). On (B)(6) 2017, the patient was brought to the cath lab for an acute myocardial infarction (stemi). The bmw guide wire (gw) was used in a first attempt to cross the lesion. The bmw gw failed to cross the lesion due to the anatomy. The physician then removed the bmw gw. An angiogram was performed which showed thrombus in the rca. A whisper wire was used instead which completed the procedure successfully. The thrombus had embolized and patient was given medication as follow-up treatment. However, the patient had recurring chest pain. In one of the subsequent visits for the chest pain, it was noted that the patient still had a broken piece of the bmw guide wire in the rca protruding near the infrarenal aorta. The broken guide wire piece was noted in (B)(6) 2017. It was determined that it was in fact the bmw gw and not the whisper wire, due to the sequence of the procedure and where the piece was found. Only 2 small pieces of wire were found to be protruding into the aorta. Multiple attempts to retrieve the pieces were performed with a snare device. Then a non-abbott gw was advanced to the looped retained bmw gw piece. The doctor then snared the non-abbott gw (containing the bmw broken piece) and was able to bring it down into the left iliac artery. The wire was then re-snared from the left common lilac artery and was removed. The snare device was removed with the remaining portion of the bmw gw. However, it was then noted that during an evaluation of the entire thoracic and abdominal aorta (including iliac vessels), there were 2 separate portions of the wire that had fractured during the snare retrieval process. The residual portion was in the right common iliac extending down to the external iliac artery. A snare device was used once again. The snare retained the wire successfully and brought it back to the sheath. Once the snare device was brought outside of the anatomy, it was noted that the wire was not within the snare or its catheter. It was caught within the sheath. The sheath was then flushed and the portion of the wire (bmw gw) was removed and captured. The anatomy was re-evaluated again with an ivus catheter and magnified fluoroscopy. There were no further pieces noted within the entire arterial segments. However, there remained a piece of bmw gw within the stented portion of the rca, and could not be retrieved as it was trapped by the stent. A proglide device was used to obtain hemostasis. Patient was transferred to recovery in stable condition. No additional information was provided. Concomitant medical product: guide catheter: volcano 0.035 ivus; stent: synergy 3.5x12. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. User facility medwatch reference mw5074954.

Event description:
Medsun voluntary event report was received stating the following: on (B)(6) 2017 pt. W/stemi, emergent cardiac catheterization, rca occlusion stented. On (B)(6) 2017, 1700 episode of bradycardia; return to cath lab to check stent. On (B)(6) 2017 transfer to another hospital for multiple episodes bradycardinsyncope for electrophysiology studies. From (B)(6) 2017 syncope oft vagal w/orthostasis, 2-1 av block, uti. On (B)(6) 2017 extended care facility stay. On (B)(6) 2017 op cxr. On (B)(6) 2017 op cbc. On (B)(6) 2017 ed visit for chest pain; rx imdur.